Event description:
It was reported that the reporter needed to know whether the ins/therapy was functioning. The patient had been admitted to the ICU 4 times within the last two months for nausea and vomiting. The patient was implanted about 2 months ago. Additional information received noted that the cause of the event was unknown. Hospitalization was required. Patient outcome was noted as serious injury/illness - ongoing. This provider noted that the patient had not been seen since (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, implanted: (B)(6) 2014, product type lead. (B)(4).